Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
6 weeks post-operatively, patient presented with a malocclusion, an aob (anterior open bite). 2nd surgery needed to correct this by revising the bsso.

Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. Surgeon's feedback confirmed that malocclusion was solely due to surgeon error.

Event description:
6 weeks post-operatively, patient presented with a malocclusion, an aob (anterior open bite). 2nd surgery needed to correct this by revising the bsso.